Manufacturer narrative:
One used viavalve catheter assembly with third party extension set and without needle guard assembly, sheath component and blister packaging, as well as two photos were returned for analysis. The sample and photos were visually examined for potential nonconformances. The photos displayed a used 20g viavalve catheter assembly attached to a third-party extension set with blood residue visible in the catheter assembly fluid path and blister top stock. No visible damage was noted to the catheter assembly and given the resolution of the photo, it was difficult to determine if the blood was within or outside the seal component (valve within the catheter hub), which would indicate different failure modes. Given the photos were not a magnified view of the point of leakage, complaint failure mode and root cause could not be defined with confidence based on the photos. Initial visual examination of the returned catheter assembly did not reveal any unusual conditions that would cause the complaint. Pressure testing, using a water filled syringe, of the catheter assembly indicated no evidence of leakage in the catheter tube or hub components. The sample was received with the seal component actuated. The seal component was gently removed from the catheter assembly for examination with no visible damage noted in the components¿ inner diameter/outer diameter (ID/od). Based on device analysis, the complaint cannot be confirmed as a manufacturing related nonconformance and the root cause is unknown. Per instructions for use (IFU), the valve (seal) is designed to provide blood control for typical peripheral venous pressure. Venous and arterial peripheral pressures that exceed this range may result in blood leakage from the valve. The clinician should observe the valved catheter hub for any sign of leaking as the needle guard is disconnected, apply digital pressure as needed, and attach the i.v. Connector securely. Per instructions for use (IFU), patency must be established prior to use with power injectors. Use with a power injector pressure greater than 300 pounds per square inch (psi) may cause product leakage and/or damage to the product. The clinician must ensure that the injector is properly calibrated and will automatically stop at a pressure which exceeds the 300-psi maximum limit. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. This issue will be monitored, and further actions taken accordingly.

Event description:
It was reported that there were issues with via valve pressure limiting in "CT". It was stated that "CT" used 20g via valve for pelvis/abdomen scan and injected and 3ml/sec. During the scan it was pressure limited. The issue was discovered while in the patient during "CT" testing at the hospital. There was patient involvement, and no patient harm/adverse event reported.